Manufacturer narrative:
(B)(4). Damage to drive connector or coupling. Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The cpc flex coupler was bent. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Insufficient drive of disposable. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2011-01933. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2011. During the procedure, the motor drive unit would not drive the disposable hand pieces. The procedure was completed by extending one of the incisions and removing the uterus through the extended incision. There were no adverse patient consequences.